Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012- 05707. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation on (B)(6) 2010 due to stress urinary incontinence, pelvic organ prolapse, nocturia, chronic constipation, and unable to fully evacuate. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems and dyspareunia. It was reported that patient experienced bladder obstruction and underwent cystoscopy and transvaginal sling excision on (B)(6) 2011 and mesh removal on (B)(6) 2012 due to recurrent stress incontinence. (B)(4) ¿ urinary problems; bowel problems; dyspareunia.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a third degree post defect, symptomatic genuine stress urinary incontinence, and a symptomatic pelvic organ prolapse. The patient underwent the concurrent procedures of mesh enhanced posterior colporrhaphy, sacrospinous apical vaginal vault suspension (posterior mesh system) sling, and cystoscopy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and dysuria. It was reported that patient underwent autologous pubovaginal fascia sling on (B)(6) 2012 by dr. (B)(6) due to recurrent stress incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced urinary retention.

Event description:
Details: it was reported that following insertion, the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency, and foul smelling urine.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urgency, and foul smelling urine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 6/17/2019. Additional narrative: it was reported that following insertion the patient experienced bladder inflammation, burning sensation and lower abdominal discomfort.

Event description:
Ht: (B)(6) cm.